Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer¿s blood glucose level was 487 mg/dl with high ketones. Reportedly, the customer was in diabetic ketoacidosis. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.